Event description:
It is reported that the device was implanted in 2002. The surgeon reported that the locking screw came loose from the tibial plate/stem extension interface, and migrated superiorly. The device was revised in 2003.